Event description:
The patient reported that the pacemaker had been poking them lately and their heart was fibrillating and wondered if there was a problem with the pacemaker. The following physician confirmed that the patient was experiencing pectoral stimulation from the right ventricular (rv) lead and numerous adjustments had been made in the past. The patient paces very little in the ventricle but is being referred for possible lead revision given their continuous reporting of this problem. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.